Event description:
I have 3 ml disposable lure lock syringes with 18g x 1 1/2" needle attached. Exel int. Brand. Lot number 210703. I have had two syringes that do not have enough suction to withdraw contents from a vial. I contacted exel and they very curtly told me that their syringes are not affected by any of the recalls. Reference report mw5151218.